Event description:
The customer reported a bad image. No patient injury reported. The device was returned to olympus for evaluation. During evaluation when connecting the camera head to the video processor, a snowy image appeared, which was due to a defective cable. This MDR is being submitted based on the evaluation results, which is to capture the reportable malfunction found during the evaluation of the returned device.

Manufacturer narrative:
In addition to the reportable malfunction stated in the event description, the evaluation confirmed that the camera cable was cut, which caused the reported image problem. In addition, remote switch no. 3 did not function at all. The causal link between the video cable defectiveness and the visible damage was probably the use of a pointed or sharp object which may have meet the cable. As about the remote switch no 3 failure, the disconnection of the switch cable from the circuit board is the main reason. The device was serviced and returned to the user facility. This report will be supplemented when new and relevant information becomes available later.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty cable. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.